Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While servicing the device, an authorized bench technician discovered that the general systems test failed during operational testing. There was no patient involvement.

Event description:
While servicing the device, an authorized bench technician discovered that the general systems test failed during operational testing. The device was received by bench repair on 12-oct-2020. The noted failure was identified during inspection of the device by an authorized bench technician. As a result of the issue, it was determined that the processor pca would need to be replaced. The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in a mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the processor pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be scrapped. Based on the conclusion of the evaluation, it was initially reported that this was a malfunction of the processor pca. The processor pca was replaced to resolve the reported issue and the unit returned to the customer. However, upon further inspection by failure analysis, it was found that there were no identified issues with the returned processor pca that could have caused or contributed to the original allegation. As such, a cause for the originally reported failure could not be established. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.